Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as the area not being cleaned prior to starting pd therapy, which resulted in peritonitis. On the same day a onset, the patient was hospitalized for the reported event and started treatment with ceftazidime (1gm, two times a day, route not reported), vancomycin (once in three days, dose and route not reported) and heparin (each bag, dose and route not reported). This treatment was ongoing at the time of this report and the patient was reported to be recovering from the peritonitis. It was not reported if the patient was retrained on aseptic technique. The action taken with pd therapy was not reported. No additional information is available.